Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 22feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared an alarm light emitting diode (led) failure. The device was in use at the time of the event; however, there was no patient harm.